Event description:
The customer reported to olympus that during the examination (screening), an endoscope failure message occurred on the video system center, the cause of the error number was unknown. Due to error occurred the endoscopy was interrupted, the scope was removed from the patient¿s body, and it was connected to another endoscope. After that, the message error code e117 (parts replacement) was displayed, but e117 disappeared when the power was restarted. Customer confirmed that the problem was resolved by restarting the video system center and the inspection had been completed. The sales staff in charge of the facility conducted an on-site inspection of the device. Customer would plan to update the subject device at a later date. There was a delay of 30 minutes in treatment due to scope replacement. The patient was under sedation. There was no any medical intervention required as a result of the reported problem. There was no adverse health effects on patient due to the delay. There was no report of patient harm. This medical device report (MDR) is being submitted to capture the indication of endoscope failure occurred on the subject device during the procedure as a reportable malfunction.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.